Event description:
Customer reports the physician was unable to advance the hydrogel plug through the coaxial introducer. No patient harm. No additional details provided.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspect device was returned for evaluation. Upon visual inspection, no physical damage was observed on the adaptor. The internal diameter of the adaptor was measured and all unopened adaptors passed within the specified tolerance range, however the adaptor from the opened package did not pass the dimensional check. Due to the device usage it was not possible to determine with certainty when the damage occurred. The damage may have resulted from the hydration plug had adhered to the internal surface during use or at some point after the product was removed from its packaging. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were found. This complaint will be used to trend for similar complaints. The complaint was confirmed however the root cause could not be determined.